Manufacturer narrative:
This report will be amended when our investigation is complete. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Patient activity information is unknown. A definitive root cause cannot be determined with the information provided. Zimmer package inserts state fracture/damage of the prosthetic knee components or surrounding tissues as potential adverse effects of the surgical procedure. This device is used for treatment. Device history records for the patellar component could ot be reviewed because of the lack of component information.

Event description:
It is reported that the patient was revised due to sheared patella pegs and failed cement.